Event description:
It was reported that the device stopped running. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device stopped running. The review of event log/alarm history found no information. There were no previous events found in 12-month service history. The probable root cause was unknown as the complaint was unable to be replicated. The device passed all performance verification testing.